Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. A new power cord was sent for the patient to try, but it was further reported that the power cord had to be held in place in order for the monitor to receive power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.